Event description:
My freestyle libre 3 continuous glucose monitor is not accurate for low blood glucose readings. The monitor is set to alarm if the glucose reading is below 70. Based on discussions with the freestyle libre 3 customer service on (B)(6) 2025 the reader which records interstitial fluid glucose levels is accurate within 20 points of a blood glucose reading. If this reading is even 21 points higher, the sensor is "ineffective." I question the accuracy of both the sensors and readers provided by abbott based on 2 separate abbott readers and multiple sensors used in both readers. The first reader identified in this form was purchased (B)(6) 2025. The second reader will be identified on a separate form 3500b. Both reports are being submitted together. I compared my libre 3 readings with a finger stick reading using a one touch verio flex blood glucose meter (cont.) My libre 3 system is consistently well out of abbott's 20 point criteria. I have provided several of these comparison from (B)(6) 2025 for this report (see page 3, section a5). Based on my calls to libre 3 customer support (B)(6), I have received the following responses. (B)(6) 2025 - change the sensor, a replacement was provided. A report to quality assurance will be submitted. There was no further contact from libre 3. Also, I was advised that some warehouses have extreme temperature variations which could affect sensor accuracy. Second call: (B)(6) 2025. I spoke to a reading specialist. I had 24 low reading alarms in the previous 30 days. She stated this would be due to an ineffective sensor. When I continued to voice concerns about the libre accuracy, a new reader was provided. I was advised if I continue to have problems, I should discuss it with my md to decide if this is the best system for me. The inaccuracy of the libre 3 system continues with my new reader. Please see second submitted report for reader (B)(6). Please see form 3500b - 2 which includes these consistent erroneous readings have resulted in a change to my insulin orders and have frequently caused unnecessary sleep interruptions. The libre 3 system does not meet the quality criteria established by abbott (and the FDA). Page 2 of 8 continued. Please see form 3500b #1. My new freestyle 3 system continues to provide consistent erroneous low glucose readings. Comparison results for the libre 3 system and my one touch meter can be found on page 3. Inconsistencies started within 48 hours of use of the new reader. Readings for the new reader were initiated on (B)(6) 2025. I have not contacted libre 3 since (B)(6) 2025. They are not addressing the issue that their system does not meet the quality criteria they have established. I shared my readings with my physician (dr. (B)(6)) on (B)(6) 2025. She stated this is an issue for abbott to address. As of (B)(6) 2025, my reader has reported 30 low glucose events in 30 days. I have adjusted the alarm notification to 60 to avoid the majority of these alarms, which occur occasionally at night. And at various times throughout the day. It is libres 3's criteria. I also question why the readings have consistently been 18~>20 below blood glucose readings. If a glucose is actually at lease 20 units below the actual glucose - there is no reason to treat the alarm. It should not be necessary to check all low glucose alarms. Addendum: in organizing this report, I located some low glucose readings I recorded in (B)(6) 2025. At that time they sent me a new reader since my current reader (at that time) was out of warranty. Medicare was bill for this reader. (B)(6) readings - reader #1, replaced (B)(6) 2025. Please note, I was not aware that there are test strips for my reader. These were never referenced during my phone calls. At this time, I am waiting for these test strips (neostrips). With a reader, medicare will allow use of these strips provided by the provider who supplies my sensors. (Page 2 of 8 continued). Patient code: 4582. Device code: 1535. Reference reports # mw5179609, mw5179610, mw5179611, mw5179612, mw5179613, mw5179614, mw5179615.